Manufacturer narrative:
The device eval report has been completed. The customer complaint was confirmed and a failure was identified.

Event description:
Rec'd info regarding a cartridge error during basal delivery. No known impact or consequence to customer regarding the blood glucose level, as customer declined reporting that info.